Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional sf catheter and a coagulum formation occurred on the tip. The case was going very well without any problems. When the case was done and the physician looked at the tip of the catheter there was a small char formation on the tip. There was no patient consequence. Upon request additional information was received on the event. There were no error messages observed and there was no product problem. There were no issues related to temperature, power, impedance or flow of the catheter during the procedure. Settings during the procedure include: power mode / irrigation 2ml while mapping and 10 ml flow during ablation / 25-30 watts / 45c temperature cut off. Saline solution was used during the procedure. Since the procedure has been completed there have not been any reported patient consequences and the patient has not exhibited any neurological symptoms. The material on the tip of the catheter appears to be coagulum as it was described as red/brown in color that was not really stuck to the electrode and it came off very easily. Therefore this event has been assessed as reportable because if the coagulum were to dislodge inside the patient it could lead to a serious injury.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under PMA # p030031/s053. (B)(4).